Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined the revere locking cap design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indicated that the issue was a result of product defect or malfunction. Reference MFR reports: 3004142400-2010-0014 and 00015.

Event description:
Globus medical, inc. Received notification from a sales representative that globus manufactured screws had broken in a pt after implantation and were explanted. A male pt underwent original plif, l3-s1 surgery on (B)(6) 2007 and was implanted with a construct that included revere dual outer diameter polyaxial screws (dod screws) with corresponding rods, adjustable t-connector, and revere locking caps. On (B)(6) 2008, revision surgery occurred on the pt because the rods had slipped out of the dod screws and locking caps at s1. Approximately 26 months later, x-rays showed the pt had solid fusion, but both of the dod screws had broken at s1. Revision surgery occurred on (B)(6) 2010 and both dod screws were removed and revere 8.5mm screws were utilized at the s1 level.